Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. Troubleshoot was not performed since she was driving. She had low blood glucose reading of 37 mg/dl on thursday or friday. She suspended the pump on the morning. The product was not returned for analysis.